Manufacturer narrative:
Additional narrative: patient dob & weight not available for reporting. Without a valid lot number, the UDI is unavailable. Complainant device is/not expected to be returned for manufacturer review/investigation. (B)(4). Investigation requirements: without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Product was not returned and the device history records review has not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate broke. This complaint involves one part. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier: (B)(6). Patient date of birth reported as 1979. Adverse event, product problem, required intervention. Additional product code: hwc. Date of explant reported as two weeks after implant, exact date is not known. Facility telephone: (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in iran as follows: it was reported patient was implanted with the 4.5mm locking compression plate (lcp) proximal femur plate on (B)(6) 2016. It was discovered by x-ray approximately two (2) weeks post-operative that the plate had broken at a screw hole. Patient was returned to surgery on unknown date where the broken plate was removed successfully with no patient harm. Patient status reported as okay. This report is for one (1) 4.5mm lcp proximal femur plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant device is/not expected to be returned for manufacturer review/investigation. Code 3191 used for: patient was involved in the incident/malfunction. Investigation summary: complaint is confirmed as we are able to see a broken plate the received x-ray¿s. Product was not returned, therefore no investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 242.810, lot number: h030482: part mfg date: 02-feb-2016, part exp. Date: n/a, manufacturing location: elmira, new york: DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp proximal femur 10 holes/283mm right hand plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.